Event description:
Customer called asking about this vent having multiple problems. Tf 9519, tf 9907, tf 2402, tf 2414 after start- up only limited information in the cer no logfile no any clear description in the case , hence I have rate this case with multiple tf as describe